Event description:
Additional information received reported that this event was due to normal battery depletion. The devices were subsequently replaced with new devices. No further information was reported.

Manufacturer narrative:
Product ID: 748240, serial#: (B)(4), implanted: 2006 (B)(6), product type: extension, product ID: 748240, serial#: (B)(4), implanted: 2006 (B)(6), product type: extension, product ID: 7438, serial#: (B)(4), implanted: 2006 (B)(6), product type: programmer, patient product ID: 7438, serial#: (B)(4), product type: programmer, patient product ID: 3389-40, lot#: j0546648v, implanted: 2006 (B)(6), product type: lead, product ID: 3389-40, lot#: j0546567v, implanted: 2006 (B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient's therapy wasn't functioning as intended and/or was off. The patient was seen by his physician. The patient's right implantable neurostimulator (ins) was off when interrogated by the physician before he turned it back on. The physician did the same for the left ins, but it displayed a power-on-reset (por) condition and required the physician to 'enter in all parameters.' The left battery continued to display a por and would not let him enter programs or parameters. Therapy voltage was noted to be at 3.5 volts. Ins voltage was not determined at the time of the reported information. No known medical procedures had been done recently. It was noted that the patient had fallen the morning before the appointment on (B)(6) 2012. No MRI had been taken as of the date of the report. The implant locations of both of the patient's ins's were unknown (right and left). Related device had model#: 7426 and serial#: (B)(4). Device records indicated that both devices had been explanted. Additional information has been requested, but was not available as of the date of this report.